Event description:
It was reported that during cleaning and sterilization, the customer noted frayed wires on the pk dissecting forceps instrument.

Manufacturer narrative:
Conclusions - the instrument has not been returned for eval; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering eval) or if additional info is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.